Event description:
While the surgeon was mobilizing the cystic duct for transection, it was reported that a scalpel cautery instrument arced from the instrument wrist and transected the cystic duct. The ends of the duct were then tied off and there were no complications for the pt. The cautery instrument was removed from the pt and replaced with another scalpel cautery instrument to continue the case to completion. No pt injury or adverse outcome was reported.